Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when testing a patient sample with capture-r ready-screen (3) on the galileo echo instrument.

Manufacturer narrative:
Customer did not provide any further information. Immucor is unable to rule out other sample related issues as repeat testing cannot be performed. Eval summary: insufficient information.